Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited a white foreign material was found inside the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 08/16/2024. Additional information added to fields d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. Physical damage was not found at the location. However, a root cause of the foreign material remained in the device could not be identified. The instruction manual states the detection method associated with the event in "gif-h185 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-h185 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.